Manufacturer narrative:
The device was returned for investigation. A follow up report will be provided after completion of the investigation. (B) (4). (B) (4)this report is 2 of 2 implants associated with (B) (4).

Event description:
A clinical incident involving a twinlock implant was reported to arthrocare corporation on (b) (6 2009. During an rcr repair, the primary implant was placed uneventfully. The secondary implant was malleted into the bone and bone lock deployed. The suture could not be reeled and it looked as if the suture lock had been deployed prematurely. Surgeon converted from an arthroscopic to a mini-open procedure connecting the primary and secondary implants, and tied a knot.